Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/01/2015 with the following findings: the cartridge compartment was chipped near the u-groove. The battery compartment was cracked. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed that the cartridge and battery compartments were cracked. This report is made based on results of investigation completed on (B)(6) 2015.